Event description:
It was reported that the patient experienced diaphragmatic stimulation and presented to the emergency room. The left ventricular lead exhibited loss of capture and high thresholds. On (B)(6) 2013 the patient was seen in clinic and lead dislodgement was observed. The lead was explanted and replaced successfully on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics.